Event description:
The patient reported never having therapeutic effect. The patient reported the trial was excellent with trial pump but since implant in (B)(6) 2010 has had to have seven surgeries and was still not getting pain relief. The catheter had been revised but the patient believed something could be wrong with pump. The patient did not know of volume discrepancies or if any issues in logs. The pump was interrogated and the pump was noted to be functioning properly. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during a refill, the doctor ¿could not get any of the drug out of the pump reservoir.¿

Manufacturer narrative:
Catheter model # 8596sc serial # (B)(4) implanted on: (B)(6) 2012 explanted on: unknown; catheter model # 8709sc serial # (B)(4) implanted on: (B)(6) 2011 explanted on: unknown. (B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011; catheter model: 8596sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012.

Event description:
Additional information: per healthcare provider the catheter was occluded; there was failure to aspirate. Patient had experienced de crease pain relief. A catheter revision was done; patient sustained no injury. It was added that "patient had the need of several catheter revisions for reasons unclear." Currently, the device was indicated as working well.